Event description:
An altitude alarm was reported on a customer's pump. The customer's blood glucose level was recorded to be between 54-500 mg/dl, which did not indicate any adverse impact. The customer's insulin delivery had been suspended due to the altitude alarm, but after removing an obstruction from the pump's speaker holes, cleaning them, and following the given instructions, insulin was successfully resumed without further alarm recurrence. The pump resumed normal operation, and the customer received advice to prevent future altitude alarms.